Event description:
Once I had the essure put in, I started having very bad periods, with major cramping to where I was taking prescribed pain pills, heavy bleeding, always feeling sick to my stomach, dealt with depression, anxiety and nervousness.